Event description:
The customer reported that the unicel dxc 600 pro synchron system generated false low cr-s (creatinine, cartridge chemistry) results. There was no impact to patient treatment. The false low cr-s result was not reported outside of the lab. The customer reran the patient sample and controls and found discrepancies in the results.

Manufacturer narrative:
The service engineer was dispatched and evaluated the device. The service engineer found a leak and replaced the collar wash valve to resolve the issue. The leak was contained inside the instrument. There was no report of injury or hazardous exposure.